Manufacturer narrative:
(B)(4). Batch # n55350. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Sorry, we could not obtain any further information from the customer.

Event description:
It was reported that during a laparoscopic appendectomy procedure, after first reloading could not be opened after firing, took second instrument, no further information is available. There were no adverse consequences for the patient.